Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction and meniscus repair procedure, after t1 of the fast fix was deployed successfully, the deployment knob had resistance, the suture got out and could not move halfway, and the t2 fell from the needle rail. The procedure was resumed, with a 30 minute delay, using a competitor device. No further complications were reported.